Event description:
The trunk-ipsilateral device component was implanted superior to the targeted location and may have obstructed the lower right renal artery. According to the physician, someone in the operating room may have pushed the delivery catheter cranially, therefore implanting the device superior to the target location, inferior to the right renal artery. The dr decided to place an implant a palmaz genesis stent across the ostium of the right renal artery. The contra-lateral limb was successfully placed and deployed.